Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo clip 5mm clip applier opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument was received partially fired with four clips remaining. Visual inspection of the instrument noted that one of the jaw legs was out of position. The cam on the jaw leg was not aligned with the driver. Functionally, the jaw leg was reset by aligning the cam with the driver. The instrument was then applied to test media. The remaining clips loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media. The interlock engaged after all clips were dispensed to prevent the jaws from approximating. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the disengaged jaw leg. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
The product was returned with no explanation of a product deficiency. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Reference number: (B)(4). Additional information received from the account indicated that the incorrect product information was previously reported after product was received that did not match the description of the initial report. The initial report and product investigation have been captured on alternative summary report number e1999001 (aware date 06/30/2016) (reference number: (B)(4)). No further information will be submitted under this report number.